Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 17 mg/dl, 11 mg/dl and 21 mg/dl all three nights. The customer was taken to the hospital and given glucagon shot. The customer stated that his blood glucose went up to 500 mg/dl. The customer treated with the pump. The customer also mentioned lost sensor error. The product was not returned for analysis.